Manufacturer narrative:
H6: medical device problem code 1494 - indication for use. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the proglide instructions for use, indication section states: for access sites in the common femoral artery using 5f to 21f sheath. For sheaths sizes greater than 8f, at least two devices and the pre-close technique are required. The absence of pre-close technique would not have contributed to the reported marker lumen obstruction. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: closure in the right common femoral artery was attempted using a proglide device via a 9f sheath hole after an extracerebral intervention. The device was successfully pre-flushed prior to use. Manual arterial compression was applied to achieve hemostasis.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that vessel puncture closure was attempted using a proglide device. Reportedly, no back-flow was confirmed from the marker lumen although the device was inserted deeply. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.